Event description:
The customer reported that the system's leaves would intermittently close without command. This issue could preclude the user from viewing the live fluoroscopic x-ray image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The relevant power supplies and system was tested and found to be working as intended and put back into service.